Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery with 80% stenosis and moderate calcification. Serial pre-dilatation was performed using 3.5x8mm and 3.5x12mm balloons at 10 atmospheres (atms). The 3.5x18mm xience xpedition stent delivery system (sds) was deployed and during removal, check shot revealed that a distal edge dissection occurred. A 3.5x8mm stent was used to treat the dissection. Results were very good with timi iii flow without any residual stenosis. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.